Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) reported that during implantation of an intraocular lens (iol) this report of the implant had a mark on the optic, near the visual axis, like a big scratch of 2-3 mm, straight, as if the implant was broken. The surgeon did not notice this when loading the implant into the cartridge (not done under the operating microscope) and it is also very possible that the plunger of the device used to put the implant in has damaged the optic (malposition). Doubt on manufacturing defect. Explantation of the implant, long procedure on a fragile eye and a monophthalmic patient. After the explantation, we had to stop the procedure because the ocular tension increased and did not allow us to continue. Additional information was requested and received stating immediate consequences were the enlargement of the incision, an extended work and then an important corneal oedema the next day. The implant was explanted and cut in several pieces in the eye with the scissors and was thrown way. During the explantation, there were other complications such as increased intraocular pressure and a prolapse of the iris through all the incisions, and we were not able to put in the 2nd implant which was already open on the operating table. The patient remained aphakic and we are considering a later implantation of a monofocal lens for the minimum of manipulation because the patient is monophthalmic. The optics of the implant were broken. It could very well be the injector - the piston - that broke it, but I am not sure because I did not look at the implant under the operating microscope before loading it into its cartridge.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of optic mark; therefore, the condition of the product could not be verified. Photos of the lens are attached to the parent file and have been reviewed by the investigation site. The photos are of the lens only. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).